Event description:
It was reported that loss of aspiration occurred. Vascular access was obtained via the left popliteal vein while patient was in a prone position. The target lesions were located in the deep vein and inferior vena cava of both lower limbs. After a 6f sheath and 0.035 guidewire were inserted, an angiojet solent omni catheter was advanced for treatment. During the procedure, the catheter worked normally under power pulse mode however, after waiting for 20 minutes, it was found that there was large amount of bubbles in the catheter while in thrombectomy mode. Another angiojet solent omni catheter was advanced but still there was bubbles in the catheter and it was noted that the catheter could not perform thrombectomy well. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
D4: lot number - updated lot # from 25657908 to 25571656. Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. There was blood present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection presented no damage or irregularities to the pump assembly or any other part of the device. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy mode. The device ran within normal range without any bubbles in the device or any aspiration issues and there were no errors/alarms from the console.

Event description:
It was reported that loss of aspiration occurred. Vascular access was obtained via the left popliteal vein while patient was in a prone position. The target lesions were located in the deep vein and inferior vena cava of both lower limbs. After a 6f sheath and 0.035 guidewire were inserted, an angiojet solent omni catheter was advanced for treatment. During the procedure, the catheter worked normally under power pulse mode however, after waiting for 20 minutes, it was found that there was large amount of bubbles in the catheter while in thrombectomy mode. Another angiojet solent omni catheter was advanced but still there was bubbles in the catheter and it was noted that the catheter could not perform thrombectomy well. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.